Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that  the patient reported they'd lost so much weight that the ins was moving around in their body and it wasn't doing what it was supposed to be doing. The patient reported 'they thought' the issue began after they had their hip surgery in (B)(6) of 2022. The patient stated they were going to have the ins replaced on (B)(6) 2022. The patient had called for information about MRI so patient services also reviewed MRI mode with the patient. The patient was able to successfully connect to their therapy settings and activate/deactivate MRI mode. Documented reported event. No further action was taken by patient services. The patient's relevant medical history included the patient mentioned at the top of the call that they were having a hard time talking because of a recent surgery. Additional information received indicating that  the patient reported their previous ins had moved around so it was replaced. The patient was very confused about their device history and couldn't even confirm that their current (B)(6) 2020 ins was their current ins until patient services was able to verify the ins serial number in MRI mode. The patient could not confirm that the ins implanted in (B)(6) of 2020 and removed in (B)(6) of 2020 was the previous ins that had moved around and they had no further information about this event. Documented reported event. No further action was taken by patient services. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: upon further review the event date submitted in rr # 3004209178-2022-12627 was incorrect and we do not have an event date for this event at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.